Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 18-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 5403491 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed, which requires additional activities not included in the original investigation dated 31-aug-2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search search: a query was run in the eqms on 18/mar/2026 against "lot number" "5403491" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - significant wetness / pooling the review confirmed that lot5403491 and the identified failure mode are not associated with any non conformance(nc) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 18/mar/2026 against "lot number" criteria equal "5403491" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - significant wetness / pooling the number of complaints is 2. The complaint numbers are (B)(4). DHR review: the lot5403491 was manufactured according to work instruction (wi) version 100 and manufactured in the line inset 6 on 18/sep/2022 with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 5403493 was manufactured according to the work instruction (wi) version 54 and manufactured in the 5c04, on 17-sep-2022, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 31-aug-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified two related complaint for lot 5403491. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts).the

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets leakage at site on (B)(6) 2023. The infusion set had been in use for twenty four hours to thirty six hours. The patient also reported blood on the adhesive tape. The patient replaced infusion set and resumed insulin successfully. No further information is available.